Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the home choice (hc). During troubleshooting, there was nothing unusual found with the supplies. The technical service representative (tsr) explained the alarm and had the home patient (hp) close the clamps. The tsr had the hp cycle power to clear the alarm. The tsr advised the hp to discard the supplies and finish with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.